Event description:
Patient (adr (B)(6) was injecting insulin normally and noticed that the fluid was leaking from the needle connection, resulting in the medication not being administered to the body. Call center has called the customer on june 6th and the customer did not answer. No information was verified. Sample availability: unknown. Sample availability details: unknown.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.